Event description:
Freedom driver failed checkout. Battery placed in freedom and it ultimately failed. Device was not on patient during failed system check.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found damage to the fan cover. Visual inspection of the internal components found no abnormalities. The fault code found was therefore likely triggered during the data extraction process. Freedom driver failed functional testing at incoming inspection due to left driveline peak pressure readings out of specified range. This is unrelated to the original customer complaint. Additional testing included replacing the piston and cylinder assembly (pca) with a known functional pca as the suspected root cause of the out of specification peak pressure readings. The driver was tested for functionality with the replacement part and operated without issue or alarm. The customer complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue due to the alarms found during the alarm history review. The customer complaint was not replicated; the root cause of the reported alarms after placing a battery in the driver was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. The secondary motor was found at its primary alignment, indicating the secondary motor was not engaged. The damage found to the fan cover was cosmetic only and the out of specification driveline pressure readings were unrelated to the reported complaint and would not replicate the issue found by the customer. No evidence of a device malfunction related to the original complaint was found. The device was not in patient use at the time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Freedom driver failed checkout. Battery placed in freedom and it ultimately failed. Device was not on patient during failed system check.